Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact admiral balloon was used to treat the right superficial femoral distal, popliteal 1 segment, popliteal 3 segment, common femoral, superficial femoral proximal. Approximately 23 months post procedure patient suffered re-occlusion of distal superficialis femoral artery right (target lesion). Seen in duplex ultrasound. Patient came outpatient due to pain in right leg for about 3 weeks. Hospitalization. Femoropopliteal bypass surgery right planned. Patient has not recovered.

Manufacturer narrative:
Additional information: femoro-popliteal bypass surgery done (B)(6) 2025. Hospitalization end (B)(6) 2025. Recovered/resolved (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.